Manufacturer narrative:
(B)(4).

Event description:
The charging accessory was returned for evaluation. An external visual inspection was performed and passed. A usb cable load test was performed and passed. The allegation was not confirmed. The probable cause could not be determined.. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.